Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the experienced "underdosing" and an alarm was heard; the pump contained baclofen. A motor stall was noted in the pump logs. The remaining drug aspirated form the reservoir matched the quantity noted when the pump was interrogated. The pump was refilled and reprogrammed; the motor stall persisted. The pump was explanted. No pt complications were reported.